Event description:
It was reported that the physician wanted a review of reports as the patient with this pacemaker experienced syncopal episodes. The boston scientific representative reviewed the reports and noted that the syncopal episodes did not appear to be device related. However, the representative stated that the device exhibited undersensing while the patient was in atrial fibrillation (af). It was also noted that the right atrial (ra) lead channel's lead impedance was chronically low. Reports show that the impedance values are out of range. The ra lead is a non-boston scientific lead. The patient left against medical advice. The device remains in use. No adverse patient effects were reported.